Event description:
The customer stated that her blood glucose readings had been higher than usual. She alleged that she performed a control test and received a result of "hi". The customer did not have any test strips left that gave the high results, so further troubleshooting was not possible. No adverse events were alleged. No product will be returned for evaluation.